Event description:
It was reported that there have been multiple pumps reported to experience a failure code 533:320:717:0000 during clinical use. This alarm condition causes all the channels to stop, along with an audible alarm. No specific clinical info was reported. No pt injuries reported.